Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. An event history log review (ehlr) was performed, and it was noted that there were multiple occurrences of system error 21502 (flange sensor failure). The reported condition of ¿flange sensor failure¿ could not be reproduced during evaluation. During evaluation, the device was turning on and loading/unloading a syringe successfully. A flange sensor test was performed, and with passing results. The reported condition was verified in the ehlr. The cause of the reported condition could not be determined. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq syringe pump displayed system error 21502 (flange sensor failure). This occurred out of the box in the biomed service department. There was no patient involvement. No additional information is available.